Manufacturer narrative:
Product event summary: product performance information was received, analyzed, and power on reset parameter (por) was noted. The device experienced a critical random access memory parity error por on (B)(6) 2012. The device should be able to recover from the event and continue normal function.

Event description:
It was reported that the patient had received some electrical stimulation to the knee. During a follow up visit, the device was found to have had a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient had received some electrical stimulation to the knee. During a follow up visit, the device was found to have had a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.